Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when device malfunctioned. Additional product code: ktt. Original implant date is unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). (B)(4). Device history records review was conducted. The report indicates that: 214.032 / 9357234; manufacturing location: (B)(6); manufacturing date: 02. Feb. 2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-operatively two cortex screws broke seven weeks after the implantation. The cortex screws were implanted during a proximal femoral procedure and were revised on (B)(6) 2017. Patient outcome is good. All broken off fragments were removed. The revision surgery was successfully. This complaint involves 2 parts. Concomitant reported part: unknown plate (quantity 1); unknown screws (quantity unknown). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Updated concomitant device list. Therapy date is not known. Manufacturers investigation of the returned device. The complaint screw implant its laser marked readable with the article number 214.032 and lot number 9357234. The present screw has usage marks a DHR review was performed for the lot with the screw in question; no abnormalities or deviations were detected, which could lead to the complaint failure. All relevant dimensions were measured, and have fulfilled the specifications according to the drawing. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Besides, during manufacturing process the lot in question was inspected through the inspection sheet. In addition, a damaged screw cannot be process to the laser marking process. Based on the investigation results this complaint is rated as confirm since the screw is broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not valid due to no deviations were found for the screw in question. The screw investigated in this complaint has fulfilled all specifications according to the drawing. The screw in question was dimensional checked as well as its material certificate is according to specifications and no issues were found caused by the manufacturing process. Therefore, review to the specific prm and pra line is not applicable. Customer quality investigation of the returned device. Both screws were forwarded to the responsible manufacturing plant for evaluation: we site from the report: art.#:214.032: the present screw has strong traces of use around the break site and rear side of the head. The screw is broken on the beginning of the thread. The broken off fragment was not returned. The review of the production history revealed that this device was manufactured on february 2015 according to the specifications and there were no issues that would contribute to this complaint condition. All relevant dimensions were measured, and have fulfilled the specifications according to the drawing. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Besides, during manufacturing process the lot in question was inspected through the inspection sheet. The screw in question was dimensional checked as well as its material certificate is according to specifications and no issues were found caused by the manufacturing process. All listed concomitant parts are still intact. The screw and screw insertion/extraction process design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Returned to manufacturer. Hospital telephone: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), 4.5mm cortex screw 32mm (214.032, lot 9408886, quantity 1), 4.5mm cortex screw 26mm (214.026, lot 9599959, quantity 1), 4.5mm cortex screw 34mm (214.034, lot 9610724, quantity 1), 4.5mm cortex screw 28mm (214.028, lot 8958293, quantity 1), 4.5mm cortex screw 30mm (214.030, lot 9387606, quantity 1), 4.5mm cortex screw 30mm (214.030, lot 9351716, quantity 1).